Event description:
Provider noted issues with foot pedal for erbe not charging electrode, then would heat suddenly. Loop broke/melted, and scope set up removed; tech struggled to unseat electrode from resectoscope team changed to 12-degree scope to complete case.